Event description:
It was reported that a malfunction alarm occurred with the customer's pump, specifically displaying malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was advised by technical support to return the malfunctioning pump using a pre-paid label within 10 days, after placing it in storage mode, and was informed to use multiple daily injections as a backup therapy. A replacement pump was arranged to be sent to the customer by technical support.